Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags (attached) consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 05/12/2014, electrode belt: 04/21/2014. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock events was lack of response button use by the patient during the false detection, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detections was an elevated heart rate exceeding the programmed threshold. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (pdf). The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor notified zoll that a patient passed away on (B)(6) 2016. The patient's daughter reported that the patient was wearing the device and that it was alarming. She reported that the patient was in the ER at the time of the event and that ER staff left the lifevest on the patient during resuscitation attempts. She reported that the patient was treated by the lifevest. Review of the downloaded software flag files indicates that the patient was treated on (B)(6) 2016. There is no indication that the device was active on the reported day of passing, (B)(6) 2016. On (B)(6) 2016, the patient experienced an inappropriate defibrillation event consisting of four shocks. Sinus tachycardia at 155 bpm contributed to the false detections. The treatments were delivered between 18:18:52 and 18:20:22. The post shock rhythm remained sinus tachycardia for all four treatments. The device was deactivated at 18:35:25 on (B)(6) 2018. The rhythm at the time of device deactivation was svt at 150 bpm. The response buttons were not pressed during the entire event. There is no indication that the device caused or contributed to the patient passing. The patient reportedly passed away 3 days later on (B)(6) 2016.